Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Test p-cap and reservoir does not lock properly into reservoir compartment during testing. The pump passed the self test. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, missing o-ring, partially broken retainer and broken reservoir tube lip. The pump was cut open and traces of moisture on pcba1 noted during visual inspection. ¿ in summary, the pump was received with a broken reservoir tube lip confirmed. Expose to moisture on electronic assembly noted during visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the pump has a crack on the reservoir side and the pump is the one that was exposed to moisture. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed and the customer was instructed that the pump would be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and the customer response was the device was returned for analysis.